Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented to clinic for routine follow up, post-paced t-wave oversensing on ventricular channel was noted on stored electrocardiogram. Patient did not receive any inappropriate therapy. Programing changes were suggested. Further actions and dft will be discussed with the physician. No further information is available.